Manufacturer narrative:
Describe event or problem updated with additional information received on september 09, 2016.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat a pancreatic pseudocyst during a stent implantation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician measured the distance between the pseudocyst and the stomach, finding it to be 6 mm. The physician gained access to the pseudocyst using endoscopic ultrasound (eus) and deployed the first flange of the stent. The physician unlocked the catheter lock and pulled back on the handle until the first flange touched the wall of the pseudocyst. The physician then checked the stent position under endoscopic view. The physician deployed the second flange of the stent and removed the delivery system. When the physician attempted to check the position of the stent, the stent was not located at the desired position. The stent was found to be completely deployed within the scope. Based on the description of the event it is most likely that the stent was pulled into the scope by the delivery system during delivery system withdrawal. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received september 09, 2016: the complainant confirmed that the stent had been successfully deployed in the desired position, but was pulled into the working channel of the scope during the final step of deployment. The stent was stuck in the scope when the scope was removed from the patient.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat a pancreatic pseudocyst during a stent implantation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician measured the distance between the pseudocyst and the stomach, finding it to be 6 mm. The physician gained access to the pseudocyst using endoscopic ultrasound (eus) and deployed the first flange of the stent. The physician unlocked the catheter lock and pulled back on the handle until the first flange touched the wall of the pseudocyst. The physician then checked the stent position under endoscopic view. The physician deployed the second flange of the stent and removed the delivery system. When the physician attempted to check the position of the stent, the stent was not located at the desired position. The stent was found to be completely deployed within the scope. Based on the description of the event it is most likely that the stent was pulled into the scope by the delivery system during delivery system withdrawal. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.